Event description:
It was reported that the patient experienced phrenic nerve stimulation when the left ventricular (lv) lead outputs were less than threshold. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.